Manufacturer narrative:
Device evaluation & resolution and disposition: follow up attempts were made to obtain device evaluation information from the customer; no response received. To date, the customer has not called for further assistance. If information is received, the complaint will be reopened.

Event description:
The customer reported the device will not boot up, due to a no power condition. No patient involvement reported.

Manufacturer narrative:
The manufacturer's field service engineer was unable to duplicate the reported problem. There were no parts replaced.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not boot up. No patient involvement reported.